Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). No additional information could be obtain despite multiple attempts. The actual event details remain unknown. The report may describe migration or embolization of the valve. Per the instructions for use (IFU), valve migration and embolization requiring intervention are potential adverse events associated with transcatheter heart valve replacement. Incorrect bioprosthetic valve sizing, incomplete frame expansion, non-compliant landing zone, procedural difficulties and/or use error can contribute to valve migration and embolization. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in the pulmonic position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Upon review of the procedural manual for the sapien xt device, which has an approved indication for pulmonic use. In regards to sizing, it should be measured in multiple planes. A compliant balloon catheter should be used. Measure at the minimum diameter of the landing zone. Ensure a non-compliant landing zone. In regards to pre-stenting considerations, provide a landing zone for valve and treat the underlying stenosis, especially lesions longer than the valve frame. This helps maintain a circular configuration, minimizes recoil, and predicts final sizing.  In regards to deployment, the delivery system requires a prescribed volume for thv deployment and proper function. The inflation volume is verified with the volume indicated on the y-connector of the delivery system. Verify the atrion device is locked prior to introducing the delivery system into the sheath. Regarding thv position in the landing zone, place the thv completely within the landing zone. Use different fluoroscopic views, if uncertain about positioning. During thv deployment, check flex catheter tip is just proximal to double marker. Unlock the inflation device when ready to deploy and hold ventilation.  With a slow controlled inflation, completely inflate balloon with entire volume in inflation device, assess during deployment and reposition as necessary.  Hold balloon fully inflated for 3 seconds to ensure complete deployment. Deflate balloon and withdraw the balloon. During post deployment assessment, perform post angiogram with wire still in position to assess valve position and expansion. In this case, there is no enough information to draw a conclusion about the event reported. There was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported to implant patient registry (ipr), after the 26mm sapien 3 valve was implanted in the pulmonic position, the valve ¿moved and the case was taken over by or. Device is being explanted¿. No additional information was provided.